Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 088-jan-2018 with the following findings: during testing, the meter remote was powered on and immediately emitted an error 1 with sub code 7. The meter remote could not be paired with a pump to complete investigation, and the error could not be cleared.

Event description:
On (B)(6) 2017 the reporter called and alleged that an error 1 message occurred and could not be cleared. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to a delay in treatment due to an inability to obtain blood glucose readings.